Event description:
It was reported the pt was in a car accident and since that time he has experienced unintended stimulation in abdomen and lower extremities. The pt also lost effective stimulation in the established pain pattern. Reprogramming was unsuccessful. X-rays revealed the leads had migrated. The pt's system was explanted and replaced. Note: the pt received leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.